Event description:
It was reported that, when the doctor deployed the filter, the legs were crossed. The doctor felt the filter was well anchored and was not concerned about the placement.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number is unk. The filter was not returned for evaluation, as it remains implanted, functioning as intended. The filter is 100% inspected during the manufacturing process for proper configuration, geometry and placement within the delivery device. It is unk if the patient's anatomy or the deployment procedure may have contributed to this event. The definitive root cause is unk.